Manufacturer narrative:
A ge oec svc rep investigated the issue and found the battery pack would not hold sufficient charge. The battery pack was replaced. The sys was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy sys displayed intermittent regulator failure messages. Also reported dark images on some procedures.